Manufacturer narrative:
Failed nut in lift motor.

Event description:
It was reported by service report that the foot-end lift motor drifts down causing an inaccurate scale reading. No pt involvement or adverse consequences are reported.